Event description:
It was reported when using the bd vacutainer® edta 2k there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "the health care provider noticed during blood collection there was a foreign matter in the tube."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval: yes. D9: returned to manufacturer on: 2022-10-26. H.6. Investigation summary: bd received an actual customer sample, and 8 photos from the customer in support of this complaint from catalog 367846, lot number 2018846. A visual examination of the sample and photos was performed and revealed foreign matter in the tube. Bd was able to confirm the customer¿s indicated failure mode with the sample and photos provided. The exact cause for the customer¿s failure mode could not be determined. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Based on an evaluation of frequency and severity it was determined that no corrective action is required at this time.

Event description:
It was reported when using the bd vacutainer® edta 2k there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "the health care provider noticed during blood collection there was a foreign matter in the tube."